Manufacturer narrative:
Visual examination of the returned device exhibited signs of operative use as evidenced by slight superficial markings and surface abrasions. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause could not be determined from the sample and information provided. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was completed on (B)(6) 2017. The patient was implanted with synthes click x and pangea screws as well as depuy screws more than 5 years ago. The entire construct is from t-11 to l-5. The patient was then implanted with matrix connectors and rods to join together the synthes and depuy screws on (B)(6) 2017. The patient was involved in a car accident on an unknown date and presented with pain. He followed up with the surgeon in the beginning of september and it was discovered that the rods popped out of the connectors on the l-2 to l-3. The patient was revised with a synthes transitional rod and the locking caps were replaced.